Event description:
It was reported that a spectrum pump had a system error 322. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported system error 322 was confirmed through eval. Physical inspection found that the upper and lower latch switch bracket screws were loose allowing the upper and lower latch switch to move in and out from the upper and lower door latch. The loose screws will trigger and intermittent open/closed switch connection causing the reported symptom. The upper and lower auxiliary assemblies were replaced.